Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implanting the trial lead, x-ray imaging found the ¿tip of the lead was bent.¿ the lead was replaced at that time and the patient was in the hospital for observation at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that upon further review, the word ¿trial¿ has been removed from the initial event description at this time. An updated event description has been included at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implanting the lead, x-ray imaging found the ¿tip of the lead was bent.¿ the lead was replaced at that time and the patient was in the hospital for observation at the time of report. No further complications were reported or anticipated.